Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that battery level on pump jumped unexpectedly and customer planned to call back when pump was available, and it was later noted that issues had been fixed and pump was charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.